Event description:
It was reported the device presented with the following: speaker malfunction - no sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) communicated with the biomedical engineer to evaluate the device and it produced no sound. A replacement speaker was sent to the customer to resolve this issue. If additional information is received the complaint file will be reopened.